Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarms noted. No ramping numbers or scroll bar moving with no input noted. No moisture damage found on electronics assembly. Unable to perform displacement, prime/compromised force sensor system, basic occlusion, occlusion and no delivery tests due to no button response. Moisture damage found on electronics assembly. Device had cracked case window display corners and scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed a button error alarm. Buttons were unresponsive. Customer's blood glucose was over 600 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.